Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; urgent use of gore excluder iliac branch endoprosthesis with left transaxillary approach for preservation of the residual hypogastric artery: a case series mario d¿oria, stefano chiarandini, marco pipitone, cristiano calvagna, francesco riccitelli, alice rotelli, francesca zamolo, and filippo griselli, trieste, italy https://doi.org/10.1016/j.avsg.2018.02.052. Other relevant device(s) are: etlw1616c124. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size on an unknown date with concomitant coil embolization of the left hga (hypogastric). It was reported that three years after the index procedure the patient developed an asymptomatic aneurysm of the right cia involving the origin of the right hypogastric artery with dislocation of the ipsilateral iliac limb of the stent graft. Intervention was performed with the addition of a gore excluder. It was also reported that the patient was placed on medication for life. No additional clinical sequelae were reported and the patient is fine.